Event description:
It was reported that during an unknown procedure the new articulated model which does not open or close the jaw. It performs the movement with great difficulty since it enters the cavity. The difficulty is observed. The dr. Tries to cut the tissue but seeing that it is not safe to close the jaw request to change the device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. D4 batch #: x94m60. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. In addition, the blade was noted partially advance. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. The instrument was disassembled to verify the condition of the internal components and it was found the rod knife broken at the articulation area. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. A probable cause of the damage could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x94m60, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.